Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during cholecystectomy could not set correctly and could not be used. Another device was used to complete the case. There was no adverse consequence to the patient. Device will not be returned.